Event description:
It was stated that the customer was hospitalized twice for low blood glucose levels. The first event was two months ago, and the second event on (B)(6) 2010. The customer was unavailable at the time of the call. Several attempts to contact the customer were made, but all were unsuccessful. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.